Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-48: strip contamination. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the products are working as intended - unable to establish contact with customer at this time. Unable to send product notification letter as no address for customer on file.

Event description:
Consumer reported complaint for e-5 error. Friend is calling on behalf of the customer. The e-5 error occurred after the blood sample was applied to the test strip. Customer was using proper testing technique. At the time of the call the customer reported feeling ill with frequent urination. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 152 mg/dl using meter. The test strip lot manufacturer's expiration date is 04/30/2021 and test strips were opened five days ago.